Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported by counsel that claimant underwent left tha on (B)(6) 2011 and was implanted with an lfit anatomic v40 femoral head and accolade tmzf hip stem. His left hip was revised on (B)(6) 2022 allegedly due to head disassociation.